Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ pen needles 32g x 4mm - pentapoint¿ comfort the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: "clogged needle, we have been observing this for about 3 or 4 months [...] We realized that the needles were coming clogged, of course, I can't generalize , which every time this occurred, it was due to the poor quality of the needle. So, I won't know how many times, because he has high blood sugar, this could have happened because of the needle."

Event description:
It was reported that an unspecified number of bd ultra-fine¿ pen needles 32g x 4mm - pentapoint¿ comfort the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: "clogged needle we have been observing this for about 3 or 4 months [...] We realized that the needles were coming clogged, of course, I can't generalize , which every time this occurred, it was due to the poor quality of the needle. So, I won't know how many times, because he has high blood sugar, this could have happened because of the needle."

Manufacturer narrative:
H6: investigation summary customer returned several images of the 32gx4mm nano pen needle from lot 8157564. No physical sample was returned; therefore, the investigation was performed based on the photos provided. The consumer reported clogged needles. The images were observed, photo #1 and #2 shows pictures of the back of a box revealing the lot numbers and photo #3 shows three soda bottle full of disposed needles. Based on the photos alone, there¿s no sufficient evidence to confirm needle clog or glucose level issue without the physical sample. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photo received, embecta was unable to confirm the customer¿s indicated failure of glucose level. Root cause cannot be determined at this time as the issue is unconfirmed and no samples were returned.